Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer received the medical treatment as result of site issue. The customer blood glucose level was 200mg/dl. Customer stated that they noticed a blood on site when changing the sensor. Customer stated blood was visible on the sensor connector. The device will be returned for analysis.

Manufacturer narrative:
The initial MDR was unnecessarily submitted due to customer did not report medical attention due to blood at site.

Event description:
On (B)(6) 2019, as per clarification of notes-reviewed interaction, customer did not report medical attention due to blood at site.